Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient had a foot amputation and was hospitalized with sepsis. The patient was released from the hospital and it is unknown if further intervention is being planned or considered.

Manufacturer narrative:
The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the patient was released from the hospital and has since recovered.